Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. "Panasonic" dmc tz8 digital camera. First a visual inspection of the broken off tip was performed. The fracture surface of the distraction pin exhibits the typical signs of a multi axial stress condition of bending and torsion. The other tip exhibits no damages or abnormalities and is in proper condition. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: the error pattern is typical for mechanical overstress of a multi axial stress condition of bending and torsion. This is the only complaint out of this lot. A material failure or a manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
This is a preliminary investigation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Manufacturing site evaluation: investigation - no product at hand. Batch history review - because the lot is unknown, a batch history review is not possible. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - the error pattern is typically for mechanical overstress of a multi-axial stress condition of bending and torsion. This is the only complaint during the last 3 years. A material failure or a manufacturing error can be excluded. No CAPA necessary.

Event description:
It was reported that there was an intraoperative breakage of the caspar distraction pin. As the surgeon was removing the 12mm distraction pin, the tip broke off. The surgeon decided to leave the tip inside the patient. Live x-ray under fluoroscopy had been performed as a part of the normal procedure. No additional operations or interventions were needed. There was no information on a delay in the operation provided. Additional information is not available.